Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# va0cltz, product type: lead. Product ID 3389s-40, lot# va0f6u8, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported a consumer was implanted due to parkinson¿s disease in (B)(6) 2014. In (B)(6) 2015, the symptoms of the left legs got worse (symptom detail unknown). About six months from the last programmed, the changes were obvious, after adjustment of parameters many times, the symptoms were not getting well and appeared changes obviously. The consumer had an MRI check that found obvious edema phenomenon on the right side of the deep brain electrode. The implantable neurostimulator (ins) was turned off, medicine stopped, and the left leg changed obviously. Repeated testing electrode and the ins parameters in the meantime, but no abnormalities. The consumer received hormone treatment and the symptoms improved. In (B)(6) 2016, the consumer was rechecked via MRI and found the symptoms of edema were improved, the ins was turned on, some of the symptoms of the left leg were improved, and no abnormalities when tested equipment parameters. In (B)(6), the symptoms changed again, the edema worse after MRI and with enhanced reaction around the electrode. The doctors dosed high hormone therapy and turned off the ins, tested equipment parameters and were still normal. During hospitalization, cerebrospinal fluid, blood, and imaging tests were done, no tumor, infection-related evidence. The consumer was given oral steroids for three (3) months and ins kept closed (off, with settings of 3+0-, 2hz, 60pw, 0v, and no consumer permission to adjust). On (B)(6) 2016, the consumer was rechecked via MRI and the symptoms were not improved and the ins kept closed. Additional information received from the representative reported the following update: some symptoms of limb dyskinesia got worse than after within a year and a half after implantation; the consumer received hormone therapy continued for some time on (B)(6) 2016 and had some weight gain; the consumer had not received treatment at the hospital currently; the doctors initially suspected determine consumer-specific response to electrical stimulation of intolerance; and the consumer did have presented economic requirements. Additional information received from a representative reported no action had been taken currently.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was programmed to c+1-/c+2-, 90 usec, 125 hz and 1.5/2.4v. The patient had been taking madopar for a long time. The patient had withdrawal after the edema was found. The patient's health care provider (hcp) thought the reason for the edema was sensitivity to electrical stimulation, cerebral infarction or "abnormal discharge burn." Testing of the ins did not show any abnormality before or after turning the ins off in (B)(6) 2016. Impedances were measured to be within normal range. At the time of this report, the patient had unusual actions, tremor, rigidity, and bradykinesia in their contralateral limb.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had symptoms of brain edema appear 1.5 years after implant. The patient got better after stimulation was turned off, but returned when stimulation was turned on. The patient also had symptoms of their voice being light, they could not lift their leg up, and they had waist pain. The patient did not have a 50 percent or greater reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient suspected the ins and wanted a new one implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.